Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to impact of a major mechanical force (a blow or a fall). Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the telescope "ultra", 10 mm, 30° to olympus repair center for evaluation of a broken lens that was found at the beginning of an unknown procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the following (non-reportable) issues: minor scratches on the outer tube, a sunk down system tube, minor scratches on the e/p funnel, and a halo on image due to system tube sunken down. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.